Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. The collar and body are noted to be worn, indicating use. The threads are worn but do not appear to be damaged. The drive feature is noted to be stripped and no longer functions as intended. Returned device was examined visually by the naked eye and through magnification. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Complaint is therefore non-verifiable.

Manufacturer narrative:
(B)(4). Patient ID was not provided, age was not provided, patient weight was not provided, event date unknown.

Event description:
It was reported that abutment screw loosening screw two weeks after placement. Patient returned to dentist office several times for tighten. The screw was removed and replaced it.